Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stop alarm. The customer¿s blood glucose 298 mg/dl. Troubleshooting was performed. Customer stated that the half way through bolus it stops and times out. Customer reports they were able to clear the alarm. Customer stated that the battery cap was not loose. Customer states the pump was neither dropped nor bumped. Asked how many times the alarm has occurred. Customer states it has occurred seven to ten time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.